Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a elective device replacement procedure on (B)(6) 2019, the right ventricular lead was capped and replaced. The lead had high impedance, sensing that had dropped and high threshold. The patient was stable.